Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a broken cpc connector.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the cpc connector broke. The procedure was completed with the same device with no adverse patient consequences.